Manufacturer narrative:
The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions section. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported the tube that connects to stealth was bent before they opened the package. Another angio-seal device was used and the procedure outcome was good. The patient's condition was reported to be good. Additional information was received on (B)(6) 2018. The component of the device that was referred to as "the tube" is the tube that arteriotomy located goes into. The component of the device that was referred to as the "stealth", was the white tube at the end of the device that locator goes into, and the arteriotomy locator was bent. It was damaged before they opened the package.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.